Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the patient hooked up a new cassette today and both pumps couldn't read the cassette. They hooked a new cassette and the issue resolved. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.